Event description:
It was reported that the device was used during a laparoscopic cholecystectomy, the distal tips were not closing in a parallel manner and the clips were not attaching to the vessels. Another like device was used to complete the case. No pt consequences.